Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Consumer had nickel allergy and mentioned that nickel would not be any problem; fibromyalgia confirmed. On (B)(6) 2013, essure (fallopian tube occlusion insert) was inserted and it was a painful placement procedure. In an unspecified date the consumer experienced abdomen pain, pain during ovulation, head pain, lower back pain, neuralgia in legs, whole body hurts, depressive feelings, loss of libido, brain fog, swollen abdomen, and excessive sweating. She had problems with daily tasks and relation and/or family problems. She contacted a doctor and received medication. On (B)(6) 2013, she had removed her essure devices and her two fallopian tubes. She has been recovering. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. She had removed her essure devices and her two fallopian tubes three months after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. She had removed her essure devices and her two fallopian tubes three months after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.